Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The carrier board was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 email.

Event description:
The hospital reported that, during a case, the screen turned white. The clinician reportedly rebooted the machine and continued the case without further complaint. There was no reported patient injury.